Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)"), intra-abdominal haemorrhage ("severe abdominal bleeding") and postoperative wound infection ("infection at incision site") in an adult female patient (gravida 3, para 3) who had essure (batch no. A66676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2003 and (B)(6) 2015) and caesarean section. Concurrent conditions included shortness of breath, asthma, itchy rash and chills. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and uterine pain ("uterine area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ketorolac tromethamine (toradol), oxycodone, antibiotics, surgery (on (B)(6) 2015, underwent a pelvic surgery, bilateral salpingectomy) and surgery (caesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage and uterine pain had resolved and the pregnancy with contraceptive device, intra-abdominal haemorrhage, postoperative wound infection, abdominal pain lower, abdominal pain, vaginal discharge, urinary tract infection, dysmenorrhoea and headache outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2015. 3650g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were seven coils noted on the left and six on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement and full occlusion both tube there were seven coils noted on the left and six on the right. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received - new event "infection at incision site" was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient (gravida 3, para 3) who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2003 and (B)(6) 2015) and caesarean section. Concurrent conditions included shortness of breath, asthma, itchy rash and chills. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and uterine pain ("uterine area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ketorolac tromethamine (toradol), oxycodone and surgery (on (B)(6) 2015, underwent a pelvic surgery, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage and uterine pain had resolved and the pregnancy with contraceptive device, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, vaginal discharge, urinary tract infection, dysmenorrhoea and headache outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. 3650g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were seven coils noted on the left and six on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement and full occlusion both tube there were seven coils noted on the left and six on the right. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics, historical condition and concomitant disease added. Essure stop date and lot number added. New events pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping), urinary tract infection, uterine area pain and device ineffective were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)"), intra-abdominal haemorrhage ("severe abdominal bleeding") and postoperative wound infection ("infection at incision site") in an adult female patient (gravida 3, para 3) who had essure (batch no. A66676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2003 and (B)(6) 2015) and caesarean section. Concurrent conditions included shortness of breath, asthma, itchy rash and chills. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and uterine pain ("uterine area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ketorolac tromethamine (toradol), oxycodone, antibiotics, surgery (on (B)(6) 2015, underwent a pelvic surgery, bilateral salpingectomy) and surgery (caesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage and uterine pain had resolved and the pregnancy with contraceptive device, intra-abdominal haemorrhage, postoperative wound infection, abdominal pain lower, abdominal pain, vaginal discharge, urinary tract infection, dysmenorrhoea and headache outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2015. 3650g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were seven coils noted on the left and six on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement and full occlusion both tube there were seven coils noted on the left and six on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2015, underwent a pelvic surgery). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement and full occlusion both tube incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.